Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. Insulation abrasion exposing the outer coil at 6.7 cm to 7.0 cm and at 7.3 cm to 7.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The abrasion most likely contributed to the reported complaint of noise from the field.

Event description:
It was reported that the asymptomatic patient presented to the clinic for normal follow-up. The atrial lead exhibited noise. The lead was explanted on (B)(6) 2015. No patient symptoms were reported.